Event description:
It was reported that a programmer became frozen during the sense test for a right atrial (RA) leadless pacemaker (LP). The LP had been programmed to a lower pacing rate for the test and there was no way to end it or reprogram. The test was also unsuccessful as the LP failed to sense, which was the same result from implant. The programmer power supply was accidentally unplugged, but the RA LP was still set to the lower pacing rate and unable to sense. The programmer test was then successfully ended on its own. Patient was stable with no other symptoms.

Manufacturer narrative:
Further information was requested but not received.